Manufacturer narrative:
The certas valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a certas valve was implanted in a patient via lumbar peritoneal shunt on (B)(6) 2018 with an unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2021 an x-ray was performed and it was found that there was a possibility of lumbar catheter rupture. On (B)(6) 2021 the patient was hospitalized and a re-examination confirmed that the cerebrospinal fluid was not flowing. On (B)(6) 2021 one catheter was replaced and the torn lumbar catheter could not be removed and remained in the patient's body.